Manufacturer narrative:
There are no additional device identification numbers at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
It was reported to ge healthcare that a patient underwent an MRI of the brain to evaluate a pre-existing condition of bilateral tinnitus and hearing loss in the left ear. The patient was provided appropriate earplugs by the customer and was scanned for a total of 60 minutes. The day after the MRI exam, the patient was diagnosed as having tinnitus and new hearing loss in the right ear. The patient was reported to have been provided medication for the new right ear hearing loss and tinnitus and has reported that their condition is improving.

Manufacturer narrative:
The investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing met osha regulations and was within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided specified hearing protection, however a patient's medical conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.